Event description:
The patient experienced an accumulation of fluid in the pump pocket area of her abdomen. The patient was doing 'fine' otherwise. The cause of the fluid was unclear. An allergy test kit was sent to the hcp. The hcp performed several medical and pump tests to determine the cause of the accumulation. The pump was explanted. The pump was working properly at the time of explant. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.